Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed oversensing. One short ventricular-ventricular sensed event of less than 220 ms is observed on (B)(4) 2010 (1 episode ventricular fibrillation).

Event description:
It was reported that the patient received a defibrillation shock while swimming and there were questions if the shock may have resulted from oversensing electro magnetic interference (emi). The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.